Event description:
Since implanting, my life has spiraled downward. Once I was vital, active, modeled, and led teams in work projects like a champ. Since implanting my vision has blurred and deteriorated, my brain is not what it used to be. I feel fatigued and heavy - hard to move. I've seemed to get fungal issues from out of nowhere that have been in my armpits, vaginal, athlete's foot, etc. My hair is falling out, and my adrenals and thyroid functionality are diminished. My skin is super dry and I have large under eye bags. I eat super healthy without processed or refined foods and use organic veggies and fruits with some lean white meats on occasion. This is the only way that I can function is if I do everything perfectly. I get hot or cold easily and sunshine often hurts my eyes which isn't how I used to be as a person who loved the outdoors. Chemicals are horrid and I cannot be near exhaust, perfumes, cleaning supplies, cigarette smoke. Nothing like this or I get an instant throbbing migraine with burning eyes and more. Samuel rosenthal out of (B)(6) did the surgery on (B)(6) 2002 with standard smooth implants. He never gave me paperwork but believe he said they were mentor or mcghan (it was a word that began with m). Eat wholesome, nutritious organic foods. If I don't eat perfectly, my health goes down fast. Rx meds: only implants which started to give me problems within a year after implanting yet I didn't realize it. My vision went from perfect to really bad quickly and I went from no glasses to wearing prescriptions where the doctor asked me how I drove to my eye appointment without glasses and was surprised that I did not have glasses prior.